Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5060634) in united states on 11-apr-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. She began having severe lower back and pelvic pain within weeks of having essure implanted. Additional symptoms gradually developed, including debilitating chronic joint pain, weight gain and bloating, extreme fatigue and brain fog and headaches. She stated she had none of these issues prior to having essure implanted, and they continued to progress to the point of adversely affecting her home life and job. On (B)(6) 2016, six months after she had essure procedure, she had a hysterectomy to remove any and all fragments, fibers of essure from her body. The consumer mentioned the event outcome disability/permanent damage but did not specify for one of the events. Follow up information received on 28-apr-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed and spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented severe pelvic pain within weeks of having essure implanted. Then, six months after she had essure procedure, she had a hysterectomy to remove the devices. This event is serious due to hospitalization and required intervention (disability was also mentioned but not specified neither described) and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the close temporal relation, causality with essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs